Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured from september 24, 2014 ¿ september 26, 2014. The unit was received for evaluation. Visual inspection noted fluid inside a plastic bag that contained the unit. The cause of the fluid inside the bag was due to untightened red luer caps. The red luer caps are not a baxter product. A functional leak test was subsequently performed on the unit by filling it with green colored water. After the unit was filled with green colored water, the red luer caps were tightened and monitored until the next day. The next day, no signs of a leak were observed. The blue winged luer cap (baxter¿s product) was also used to test the units. No evidence of a leak was observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a leak. The device was filled with desferrioxamine 2000mg in 35ml water for injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.